Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: a visual inspection found the device to have slight wear on the handle of the device and to have clear breakage at the tip of the device. There is a clear indication of overtorque present which is consistent with the application of excessive mechanical load and force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. There is a clear indication of overtorque present which is consistent with the application of excessive mechanical load and force; therefore, the root cause was attributed to a user related issue. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the tip of the revive torque driver and t20 assembly driver broke during implant construction. No additional information was available.